Event description:
It was reported that the ventilator generated alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the unit was working and no fault was found. No parts have been replaced and no log files have been provided. Our conclusion is that the unit was working. However, the root cause to the reported issue has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).